Manufacturer narrative:
PMA/510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Clinical code: appropriate term/code not available ((B)(4)) used to capture injury. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the screws disassembled due to loosening of the locked screws with the philos plates (disengagement of the screws from the plate) despite systematic tightening. The procedure outcome and patient status are unknown. This is report 1 of 2 for (B)(4). This (B)(4) was created to capture the post-op event while (B)(4) captures the intra-op event.